Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument failed the continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the pins that could cause a break in the circuit for the grip failing the continuity test. The instrument was then disassembled, and it was noticed that the conductor wire had broken at the proximal end, approximately 3.75 inches from the crimp. The wire was loosely held together by a thin piece of insulation, but the break was clear. Rubbing marks in the same direction of the length of the wire were noted. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure that the fenestrated bipolar forceps (fbf) instrument would not work. The energy cord was exchanged and the instrument still would not work. The procedure was completed with no reports of patient injury. Intuitive received the following additional information via follow up: there were no signs of thermal damage/arcing when the instrument was last used. The instrument did not have any collisions during its last use. There were no issues removing the instrument through the cannula.